Event description:
The customer received a questionable tina-quant hemoglobin a1c gen.3 (hba1c) result from their cobas c501. The patient's initial hba1c result was 8.9% and it was reported outside the laboratory. The patient questioned the high result and asked for a repeat test. The sample was retested at another laboratory using another c501 analyzer. The repeat result was 6.4%. The sample was then retested on the original c501 six days later and the result was 6.4%. It is unknown at this time if the patient was adversely affected by this event. The hba1c reagent lot number and expiration date were not provided. In the initial analysis, one of the components in the hba1c ratio was flagged high and automatically repeated. The repeat value was used with the initial result for the second component to calculate the final hba1c ratio. It is possible that sedimentation of the red blood cells led to the falsely high result. Further investigation is ongoing.

Manufacturer narrative:
It was not possible to find the root cause of the event with the information provided for investigation. Information provided showed the initial result was flagged with an alarm. The customer cannot use a flagged result and also cannot rerun the sample using the same order number, as they did in this case. It was recommended to the customer to repeat flagged samples with a new sample order number and not with a rerun of the same order. No adverse events were reported.

Manufacturer narrative:
The date of the event was changed to (B)(6) 2011.

Manufacturer narrative:
This event occurred in (B)(6).